Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer¿s blood glucose level ranged between 47 mg/dl and 208 mg/dl which was addressed by stopping insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.